Event description:
It was reported that this pacemaker exhibited farfield oversensing of ventricular signals on the atrial channel. It was noted that it was not sustained long enough to store an atrial tachy response (atr). Technical services (ts) did not address it with the health care professional (hcp) as the hcp called only regarding magnet behavior questions. The pacemaker remains in use. No adverse patient effects were reported.